Event description:
While manipulating catheter, catheter tip discovered to be hung under mitral valve. Attempts to dislodge catheter unsuccessful. Tee performed to confirm exact location of catheter tip as well as extent of entanglement. Decision made to proceed to or for catheter removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.